Manufacturer narrative:
The ivtm console in complaint was not returned to zoll for evaluation. However, the console was evaluated at the customer's site by a zoll representative. Evaluation of the console did not confirm the customer's reported complaint of the console not cooling. A root cause for the customer's reported complaint could not be determined. However, the reported tcmid: 05 found by the hospital biomed was replicated during evaluation by zoll. The pic16 and lm34 were both identified for replacement to remedy the tcmid: 05 code. After replacement of the parts identified during evaluation, the console successfully passed all final functional testing without any issues.

Event description:
It was reported by a nurse that the thermogard ivtm console did not cool. The hospital biomed tested the console and found a tcmid:05 error. No adverse patient sequelae was reported. No further information was provided.